Event description:
This rv lead was implanted on (B)(6) 2007. A call to technical services on 11/10/2011 states that they are doing an rv lead revision; apical septum. Intermittent loss of capture at higher output. Had a pulse width threshold and had "funny sensation". Farfield rv oversensing of atrial lead. Funky electrogram and now there are 3 distinct signals are visible on the rv channel with higher outputs. Atrial sensing only available at a rate of 50, other wise he's atrial pacing. Rv sensitivity at 0.6mv. Echo ruled out a perforation. Patient is pacemaker dependent. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).